Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the repair center identified that the image remained frozen could not be released. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the frozen image could not be released was due to the mc board being out of the standard. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.